Manufacturer narrative:
The rse evaluated the device remotely and determined that due to a defective therapy pca (printed circuit assembly) operation test was failed with the test charge cable and also with the other cable of the paddles. To resolve the issue, dfm 100 assy therapy (453564489061) was replaced. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be due to a defective therapy pca. The root cause of which could not be determined. The reported problem is confirmed.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that ¿during the operating tests, the test sometimes fails during the ECG test on paddle or multifunction electrode.¿ . There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The dfm100 assy therapy (serial number: (B)(6)) was returned to philips for additional analysis. This was verified in lab testing. The pca failed ECG tests. After repair, the device passed operation check and general testing. This pca: t5 pin(s) lifted.